Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and pupil impairment. In a separate visit the lens was explanted and on the same day but different surgery the lens was replaced with a shorter length lens with a different power and the problem was marked as resolved. Cause of the event was reported as other, "icl oversized, on exchange the vault has improved to a 1ct, but same temporal iris sphincter atrophy remains." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: health effect - clinical code (e): 4581 - pupil impairment. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).